Event description:
It was reported this right atrial (ra) lead was an attempted implant due to placement difficulty. Data measurement showed failure to capture, high capture threshold and high out of range impedance. Subsequently another lead was used and successfully placed. No additional adverse patient effects were reported.